Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter would fill dialysate, but would not drain. The patient was sent in for repair, but the catheter broke off and was found floating in the abdomen. The catheter was removed laparoscopically and it was replaced with a new lower peritoneal dialysis (pd) catheter.